Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had gone from five months remaining to explant indicator in one week. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and the device was since explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The battery was analyzed and the cell depletion pattern was consistent with normal battery depletion. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings, and therapy remained available during implant. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of the battery depleting faster than expected.

Event description:
This supplemental report is being filed with analysis details.